Event description:
It was reported that the vns patient passed away. The cause of death is unknown. No additional relevant information has been received to date.

Event description:
The funeral home indicated that the patient was buried and the device was not explanted. It was reported that the funeral home does not keep death certificates so no cause of death is available. The states vital records does not release death certificates to anyone who is not immediate family members or persons with a legal right to the certificate. The cause of death cannot be obtained.